Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pumps wont turn on, wont charge when battery is on.

Event description:
It was reported that the pumps wont turn on, wont charge when battery is on.

Manufacturer narrative:
The customer¿s report that the devices won¿t turn on and charge when battery is on was confirmed. Physical inspection noted the instrument seal was found to not be intact on s/n 15507462 and the instrument seal was found to be intact on s/n (B)(6). For both devices, no visible damage on the front screen, keypad, rear case, or battery were observed. The left and right iui connectors appeared to be in good condition. During internal inspection, both front case/keypad assemblies were observed with signs of contamination where the flex cable meets the circuit layer and had broken flex cable traces (identified as trace 20 for power). Both the ac and battery keypad lights utilize the same cable trace. Both devices were attempted to be powered on. Their keypad¿s ac indicator lights did not illuminate after plugging in the power cords and the system on keys did not function as intended. After manually detaching both device¿s front case/keypad assemblies from their rear cases, a known good keypad was used for testing both devices. It was observed that both keypad¿s ac indicator lights illuminated after plugging in the power cords and the system on keys functioned as intended. The power cords were then unplugged, screens advanced, and both keypad¿s battery indicator lights illuminated as intended. Further testing of both devices by performing the battery conditioning test (fast) in maintenance mode resulted in new battery capacity values: 4132 mamphr (mah) for s/n 15507462 and 4066 mamphr (mah) for s/n (B)(6). These battery capacity values are sufficient for use according to service bulletin 592a. The proximate cause of the customer¿s report that the devices won¿t turn on and charge when battery is on is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 03/05/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/09/2020 and indicated that this device has been returned for reported issue under complaint file 301617994 (entered 08/18/2020). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was provided for investigation.